Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. Caller stated that the blood glucose reading at the time of the event was 128 mg/dl. Customer was vomiting. Customer also has addison's disease. The current blood glucose reading is 378 mg/dl. Hospital treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.